Event description:
Caller states that the patient tested >8.0 inr on device uf0096731 and >8.0 inr on device uf0114464 while a comparison lab drawn returned as 5.98 inr. No action was based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.